Event description:
It was reported that the ventilator during testing it would intermittently work with the nurse call system (responder IV). Reportedly, the nurse call system did not always announce the alarm even after resetting the alarm in the v60 and that at times that audible alarm is not present even if there is a red alarm while being hooked to the responder IV system, there is a yellow alarm followed by the red alarm, responder IV system would not alarm. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer troubleshot with technical support and was advised to perform testing of the v60 remote alarm per the service manual. The customer was emailed a copy of the service manual and was recommended that the remote alarms using pulse ox, external o2 monitoring or nurse call. Customer stated that they are using a normally closed nurse call cable. Upon a follow up with technical support the customer reported that the v60 is alarming as expected and passes nurse call testing.